Manufacturer narrative:
(B)(4).

Event description:
The patient states that on (B)(6) 2010 implant parietene light (B)(4) was placed. The patient received severe complaints immediately after the procedure.